Event description:
A nurse at the user facility reported that during periodic routine testing, the endoscope tested positive for microbial contamination. The device was cultured and 10-100 colony forming units (cfu)/0.1ml of pseudomonas aeruginosa, and 10-100 cfu/0.1ml of stenotrophomonas maltophilia, were detected. The scope was then washed, quarantined, and tested a second time, resulting in the same organisms and the same cfu amounts. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. However, as the subject device had been used in two procedures prior to the microbial contamination detection, two patients are being monitored for potential for infection. As of this date, there has been no report of infection. Additional details were requested regarding the reported event; however, no further information was provided. This report is being submitted for the second of two patients who may have been affected by the microbial contamination reported in the MDR submitted for patient identifier (B)(6). The report for the first patient is submitted in the MDR for patient identifier (B)(6).

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found that due to wear of forceps elevator lever, the up/down knob cannot be locked securely. Due to wear of the angle wire, the bending angle in the up direction was out of specification. The rubber adhesive was worn and cracked. The distal end cover had scratches and dents. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Based on the results of the legal manufacturer¿s investigation, the root cause of the event could not be determined. The instructions for use warns: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.